Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was detected on the atrial lead during instances of atrial fibrillation. No patient symptoms were reported. No changes were made.